Manufacturer narrative:
Additional information: b5, b6, and h6.

Event description:
New information received notes that dislodgement was suspected after the patient began to experience chest pain and the capture threshold increased. Dislodgement and perforation was confirmed by chest x-ray, computer tomography and echocardiography.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented roughly two weeks post-implant for follow up. It was discovered, that the right ventricular lead dislodged and perforated the apex of the heart. The patient was scheduled for explant and the lead was replaced. The patient was stable.